Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the 8mm fenestrated bipolar forceps instrument associated with the customer-reported complaint. The instrument was analyzed and was found to have charring and/or localized melting on the outer surface of one bipolar yaw pulley at the base of the grip. As a result of the damage, a section of the active electrode (grip) is exposed that would not normally be exposed. The instrument passed the electrical continuity test. A review of the procedure logs indicated that a monopolar instrument was used during this case.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the 8mm fenestrated bipolar forceps instrument arced from monopolar. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer stated that after the arcing event they noticed a small area that looked charred. They were cauterizing and using monopolar coagulation and the instrument was properly connected, and they were using erbe with the settings of cut: 4 and coag: 4. It was stated that the instrument collided with the scissors that were being used. The instrument tips did not touch any staples, clips or sutures while energized. The jaws were not immersed in liquid or contaminated by carbonized tissue prior to activating. The surgeon does not know what caused the event.